Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the medium-large clip applier instrument involved with this complaint and completed the device evaluation. Failure analysis investigation did not replicate nor confirm the reported complaint. Visual inspection was performed and no damage to the grip tips was observed. The clip was properly loaded on the grips without any issues. The instrument was placed and driven on an in-house system, passed the recognition and engagement tests, moved intuitively with full range of motion in all directions, and the grips/tips opened and closed properly. The clip test was performed and passed multiple times. The clip did not get stuck on the grips during in-house testing. The instrument was fully functional. No product issue was identified. Issues related to instrument errors or complications using the instrument reported by the user with no underlying product issue may be related to customer-induced problems, including misuse of the product and recognition issues.

Event description:
Refer to h10/h11 for follow-up information.

Event description:
It was reported that during a da vinci-assisted total pancreatectomy surgical procedure, the polymer clip was stuck at one tip and when the user rotated the medium-large clip applier instrument it also closed the polymer clip. An unspecified third party product was used to proceed with the case. The procedure was completed with no reported injury. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: there was no error message that was related to the reported issue. The hem-o-lock instrument did not close well so a laparoscopic instrument was used to proceed with the surgical task.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) has requested that the medium-large clip applier instrument be returned for evaluation, however it has not yet been received. Therefore, the root cause of the customer reported failure mode has not been determined. A follow-up MDR will be submitted if the product is returned and evaluated and/ or if additional information is received. A review of the video clip was conducted by clinical development engineer (cde). The following additional information was provided: after reviewing this video cde confirmed that when the video started the medium large clip applier fire was already attempted and the clip did not release from the top jaw of the clip applier, the video does not show the fire attempt itself. The physician attempts to free the clip by shaking the clip applier but is unsuccessful and removes the clip from the clip applier using a maryland bipolar forceps at the :39 mark. When the clip is freed from the clip applier jaw we can see that the clip was not closed around the vessel and the bottom portion of the clip appears to be caught on tissue and is not removed by the mbf at videos end. Since we do not see the attempted clip fire in the video and the site reported that no error message appeared we cannot confirm any error related to the ml clip applier. The instrument has an RMA number so when it is retuned it will be examined by failure analysis engineering. Also if the full procedure video is available it would be helpful to see the moments leading up to the attempted fire, this could aid in possible root cause determination. A review of the instrument log for the medium-large clip applier instrument (part#470327-12/lot#k10211101 0058) associated with this event has been performed. Per logs, the medium-large clip applier instrument was last used on (B)(6)2022. This complaint is being reported based on the following conclusion: per the description of the complaint, the clip applier may have incurred a failure mode that is known to impact clip application effectiveness. Deficiencies in clip application may lead to inadequate hemostasis. While there was no harm or injury to the patient, the reported failure mode could likely cause or contribute to an adverse event if it were to recur.